Event description:
During baxter's evaluation of a spectrum pump, it displayed the air in line message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the device was out of specification in relation to the reported symptom, constant air-in-line alarm. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can make the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.